Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare provider reported bilateral capsular contracture, baker IV. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation:reported event of capsular contracture was received on june 08, 2022, with lot number: 3493475. Analysis of the returned device identified the weight the device within specification, wear abrasion, crease fold and white particles in the shell. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing. Additional, changed, and/or corrected data.

Event description:
Healthcare provider reported right side capsular contracture baker grade IV. The device has been explanted.